Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6) this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 48238ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the alinity stat high sensitive troponin-I assay using data from customers worldwide. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity stat high sensitive troponin-I assay was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The sample was repeated with lower results. No treatment was given based on initial high result. The following data was provided: sid (B)(6) ran on (B)(6) 2023 at 6:30 pm initial troponin result = 176.7 pg/ml, same sample repeated = 2.6 on (B)(6) 2023 at 11pm and 2.7 on (B)(6) 2023 at 12:30 am same patient different draw sid (B)(6) ran on (B)(6) 2023 at 10pm result = 3.2 repeated 2.6 at 11pm overall population diagnostic cutoff = 26.2 pg/ml no impact to patient management was reported.